Event description:
Opacification [device failure]. A physician reported that a pt underwent the implant of an intraocular lens (tecnis, model z9000). In 2004, pt experienced opacification of the lens. The lens became white and therefore clouded the pt's view and vision. The event was consdered serious/incident/disability. At the time of the event concomitant medications incuded metoprolol succinate (selo-zok dose unk, oral route), with start date 2001 (still being administered) amlodipine besilate (norvasc, 5mg, total daily dose unk, oral route).